Manufacturer narrative:
Date sent: 03/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was torn. Unk how case was completed. There were no adverse consequnces to the pt.